Manufacturer narrative:
(B)(4). A follow up report will be submitted following completion of an evaluation or if any additional information becomes available.

Event description:
This is a report of a leak in a transfer set that a home patient (hp) was using while connected to the homechoice for peritoneal dialysis. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test performed with no issues noted. The reported issue could not be confirmed and the cause was not identified. Should additional relevant information becomes available, a follow up medwatch will be submitted.